Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) detected ventricular fibrillation (vf) and delivered anti-tachycardia pacing. It was suspected that the rhythm was atrial tachycardia/atrial fibrillation (at/af) with rapid ventricular response. The ICD remains in use. No patient complications have been reported as a result of this event.